Event description:
It was reported that during a sleeve gastrectomy, on the third firing of the device using buttressing material (seamguard), black reload, the first thirty millimeters of staples were formed. The last 30 millimeters, the deployed staples did not form. The surgeon over sewed that area. The device continued to be used in the case. The surgeon waits twenty seconds before firing. No patient consequences were reported. No device returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: what other color cartridges were used before and after this event? Black. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.